Event description:
It was reported that a trainer experienced difficulty pairing a dexcom g7 sensor to the ilet during training, and the agent instructed toggling the cgm setting from g7 to g6 and back to g7, after which no further assistance was needed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education focused on cgm pairing steps within device settings. Investigation of this case revealed a pairing failure with the responsible device not identified, and the issue resolved after settings toggling without further malfunction observed. It was concluded, based on previously established findings for similar reports, that user interface intervention addressed the event with no device-related clinical impact.